Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing confirmed the reported problem. It was determined that the worn-out clutches and leadscrew was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an event of clutch slip during occlusion test. There was no reported patient involvement or harm.